Event description:
The customer reported that she was pregnant and went to the hospital for diabetes ketoacidosis and high blood glucose over 600mg/dl. The caller stated that she was receiving a no delivery alarm then she changed the infusion set and reservoir. Troubleshooting was declined as customer requested a replacement. The customer went on manual injections, but she still had trouble controlling her glucose level. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No excessive no delivery alarm noted.